Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced recurrent stress urinary incontinence, intrinsic sphincter deficiency, urethral sling was located closer to the bladder neck, headache, failed voiding trial, loss of consortium, pain, infection, unspecified urinary problems, and dyspareunia.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urgency, dysuria, leukocytes/blood/white/red blood cells/bacteria/escherichia coli in urine, pelvic muscle wasting, overactive bladder, anxiety, depression, osteopenia, headaches, "too hot/too cold", tired/sluggish, heartburn, dry eyes, constipation, intrinsic sphincter deficiency, urinary frequency, vascular connective tissue with foreign body giant cell reaction, pressure, odor, burning, burning sensation, urinary tract infections, blood loss, non-surgical and additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).